Manufacturer narrative:
(B)(4). This complaint is for a report of a leak, where the home patient reported a bag became disconnected from the line during I-drain and fluid spilled everywhere. The home patient later advised that the cause of the disconnection was him not tightening it enough. This complaint is confirmed because not properly securing connections may cause a disconnect resulting in a leak, which is a use error that can lead to contamination.a labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
A customer contacted baxter's technical service center regarding end therapy assistance, on the home choice (hc) unit. The problem was noted during use with the patient connected in initial drain (I-drain). It was unknown for how long the device was in use before the problem was noted. A bag became disconnected from the line during I-drain and fluid spilled everywhere. The tsr assisted the home patient (hp) in ending therapy. The hp was advised to start over with new supplies. The homechoice met device specifications and was safe to leave in the customer?s home. There was patient involvement however there was no patient injury or medical intervention, associated with this event. During a follow-up with the home patient, he advised that the cause of the disconnection was him not tightening it enough. He said he remembers that he usually pulls on the rings to tighten it and that he had forgotten to do that this time. He confirmed that he did not notice any damage with the line and the bag that might have caused the disconnection. He confirmed that he did not come into contact with the spilled solution. He confirmed that he did advise his nurse the next day of the event and was given antibiotics as a precaution. He confirmed that he has been fine and has continued on with his therapy.